Manufacturer narrative:
The device was returned for evaluation. As per product evaluation, x-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the outflow surface of leaflet 2 and near commissure 1 and fused the two leaflets by approximately 4mm. Extrinsic calcific deposits were observed on the inflow aspect of leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was heavy at the inflow aspect and moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility. Sewing ring had multiple cuts around the valve. The metal band was exposed at leaflet 1 on the inflow aspect. Some sutures threads remained attached to the sewing ring around the valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards valve was explanted from an unknown position after an unknown implant duration for unknown reason. Per product evaluation findings, heavy calcification and host tissue overgrowth were observed. Calcification and host tissue overgrowth restricted leaflet mobility.

Event description:
Edwards received notification that a 3300tfx21mm valve was explanted from the aortic position after an implant duration of eleven (11) years and eight (8) months for unknown reason. Per product evaluation findings, heavy calcification and host tissue overgrowth were observed. Calcification and host tissue overgrowth restricted leaflet mobility. The valve was replaced with an inspiris resilia valve model 11500a21 and the vascular graft was replaced with a subcoronary graft diam 28mm.

Manufacturer narrative:
H10: additional manufacturer narrative: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.